Event description:
The actual brush comes loose from the rest of the brushhead (device breakage). No adverse effect. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown with oral-b brushheads, version unknown the actual brush comes loose from the rest of the brushheads. No symptoms developed.

Manufacturer narrative:
A lot number or product was not provided by the reporter therefore unable to proceed with lot check/batch retain testing.